Event description:
It was reported that the programmer was at times very slow and that the printer may take 15-20 minutes to print a full report. It was further reported that an error message appears occasionally and that at times the programmer would load up the device right away and at other times it would not load at all. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a long boot sequence, however it did not affect the performance of the printing or produce an error. It was reconfigured and the software reloaded as a preventive. Analysis also found that the power cord bay assembly had bent tabs and that it failed the audio output/input test and therefore the power cord bay assembly and the microphone were replaced. (B)(4).